Manufacturer narrative:
Report source: other: health canada adverse incident report reference (B)(4); submitted to hc (health canada) by the patient. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was implanted during a tension-free vaginal tape (tvt) obtryx procedure performed on (B)(6) 2017. According to the complainant, the patient had pain in the lower back, lower abdomen and right hip. She had difficulty in sitting and walking. Subsequently, the patient can not do any sports because her right leg hurt.